Event description:
There was an allegation of questionable alb2 albumin gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial alb2 result was 2.2 g/l. The sample was repeated on another analyzer and the repeat result was 35 g/l. No questionable results were reported outside of the laboratory. The reagent lot number is 602714. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer found that the sample probe was misadjusted and readjusted it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.